Event description:
It was reported via repair work order that both side rails did not function due to a loose pc board connection. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.